Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There were no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following implantation of intraocular lens (iol) patient was unable to see distance or near vision and experienced unwanted optical phenomena. The lens was exchanged with a different lens during a secondary procedure. Additional information was requested.